Manufacturer narrative:
Due to character limit in e1 event site name is hca-aventura hospital & medical cen. D section: balloon product details are unknown so d1 and d4 kept empty the device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID #(B)(4).

Event description:
The complaint was received through a direct call from the customer to the emergency support program for assistance with an unable to update timing alarm on a cardiosave during use, no patient harm or injury was reported. Nurse stated that the cardiosave in use kept alarming unable to update timing. Troubleshooting determined the fiber-optic cable was not connected to the pump.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. No decon or visual inspection performed since product was not returned and could not be evaluated. The complaint was received via a direct call to the emergency support program from (B)(6), a cvicu nurse, regarding an "unable to update timing" alarm on a cardiosave device. No patient harm or injury was reported. (B)(6) noted that the alarm persisted without any apparent cause or therapy interruption. Troubleshooting revealed that the fiber-optic (fo) cable was not connected to the pump. Once the fo cable was plugged in, the alarm resolved and the balloon catheter auto-calibrated. However, the updated pump screen showed suboptimal augmentation. (B)(6) denied the presence of common contributing factors, and the most recent chest x-ray did not mention iab catheter placement. She was advised to notify the provider regarding both the augmentation issue and the x-ray findings. (B)(6) declined to provide formal complaint details and ended the call without further follow-up. Internal stakeholders were notified via email. Based on the description, the alarm triggered due to disconnected fiber-optic cable, preventing timing updates and auto-calibration. The suboptimal augmentation may be related to catheter positioning or other factors not identified during the call. It is impossible to define the root cause since the product was not returned for investigation. The failure mode is addressed in all iab risk files. All iab ifus address the reported failure. The investigation does not indicate that the device was inadvertently released as non-conforming or an adulterated product or was a counterfeit. Each iab manufactured is 100% inspected and the controls put in place during the manufacturing of the iab would catch a defect and not allow non-conforming device to be released. Based on the rational provided above, no escalation to the CAPA process is required.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field - h6 (health effect ¿ clinical code, type of investigation).

Event description:
N/a.